Event description:
Report received of particulate observed in a tubing set while in pt use. The nurse primed the tubing set with normal saline at an unspecified rate via gravity infusion in the pre-op area. The tubing set was then connected to the pt's IV access catheter. At an unspecified time after the nurse left the room, the pt's family noticed "something" in the tubing and called the nuese back to the room. The nurse reportedly observed a "reddish-brown particulate" a few millimeters in length two-thirds of the way down the set "which did not appear to be movable." The nurse changed the IV bag and tubing set and the infusion was resumed. There were no reported adverse pt effects and no medical interventions were required. Though requested, the customer declined to provide additional info.